Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that patient had an astigmatic unexpected outcome post-operatively and a subsequent intraocular lens (iol) reposition has occurred. At that time, no rotation recommended (nrr) was achieved. The patient has followed up in the clinic for post-surgical care. Patient and physician are both very happy with the results.

Manufacturer narrative:
A review of the servicing history reveals no related service records were generated for the associated system. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).